Event description:
A nurse reported that a female, specific age not stated but estimated to be less than (B)(6) years old, was warmed with a 3m bair paws flex gown in the out-pt ambulatory surgery ctr in early (B)(6) 2015. No skin prep info was reported or provided. When the pt was in the operating room, she was assessed and alleged to have hives and redness on her arms and torso where the gown touched the skin. The woman was alleged to have developed respiratory problems and was treated with an unidentified inhaler and an unidentified injectable steroid.

Manufacturer narrative:
No lot number was provided. Without this info is it not possible to determine the expiration date of manufacture date of the product used.